Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel and reoperation.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a chronic type-b thoracic aortic dissection using two conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. Later in a follow-up study, a new entry tear (stent-induced new entry, sine) around the distal end of the endoprosthesis (tgu373720j/(B)(4)) was confirmed. It was reported that a true lumen diameter around the distal end of the endoprosthesis was approximately 25mm. On (B)(6) 2018, a reintervention was performed whereby a conformable gore® tag® thoracic endoprosthesis and two gore® excluder® aaa endoprosthesis, aortic extender components were implanted to exclude the entry tear. The patient tolerated the reintervention procedure.